Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose due to infusion set with bent cannula. The customer's blood glucose was in the 500 to 560 mg/dl range and had to go the emergency room. Customer was treated with shots. Customer completed troubleshooting bent cannula. The insulin pump will be not be returning.